Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown, customer's blood glucose was over 400 mg/dl. Customer did not resume insulin delivery as customer was out of pump supplies. Customer reverted to using manual injections for insulin therapy. Tandem technical support confirmed pump supplies had been sent to the customer.